Event description:
Wheelchair recliner, patient was seated in the wheelchair with legs supported on extended foot rests. While attempting to recline the wheelchair, there was an uncontrolled recline of the wheelchair. Patient complained of increased pain of the left knee. Evaluated and medicated by rn, registered nurse. Patient was recently post-operative from left knee surgery.